Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01745. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach a ruby coil using the handle; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil, the same handle, and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.